Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 262280, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4) .

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with mentor memorygel breast implant, 350cc silicone breast implants which bilaterally ruptured after implantation. The issue was confirmed by the physician. Mammogram examination on (B)(6) 2019, and ultrasound examination on (B)(6) 2019 confirmed the issue. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.